Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4068-45 implantable pacing lead - 1999 (B)(6). (B)(4).

Event description:
It was reported that the pacemaker was found to be at elective replacement indicator (eri) and was surprised that eri occurred so early as the device is approximately two years old. It was noted that the device may have possibly had an eri lock up and that the caller was unable to follow up with the patient as the patient was in the hospital with neurological changes. Further information obtained from follow up reported that the patient's device was checked with an updated programmer and that the eri was able to be reprogrammed back to the device's regular settings. The device remains in use. No patient complications have been reported as a result of this event.